Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 39.9-40.1cm from the distal tip, consistent with lead friction to the device can. The rv conductor was damaged at this location, consistent with the field observation of low hv lead impedance.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient presented into the emergency room reporting that they received a shock. An alert for possible high voltage lead issue was noted. Review of data revealed low, out of range, high voltage lead impedance. Subsequently, the device and lead were explanted. The patient condition was fine after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.